Event description:
On (B)(6) the patient called animas alleging that she had difficulty pushing buttons to activate desired pump functions. She denies ever having trouble in the past but said it was an issue with the up and down arrow buttons. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not complete. When evaluation is complete, the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/28/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/31/2012 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated.